Manufacturer narrative:
No button error alarm was noted. The act button was unresponsive due to corroded keypad traces. The motor error alarm, failed battery test alarm, battery out limit alarm and reset error test could not be performed due to the unresponsive buttons. No moisture damage was noted on the electronic assembly or motor assembly. The motor was tested outside of the device and passed. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's father reported via phone call that the insulin pump was exposed to rain and the customer received a motor error, unexpected restart, failed battery test, battery out limit and button error alarms. The customer was unable to clear alarms due to the button error. Blood glucose value was 202 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.